Manufacturer narrative:
Analysis was performed on the returned device. The reported difficulty removing the device could not be replicated in a testing environment as it was likely resulted from procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulty appears to be related to circumstances of the procedure due to interaction with the patient¿s tissue. The reported patient effect of tissue damage is a known inherent risk of the procedure and the treatment appear to be related to procedure circumstance based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Exemption number e2019001 which permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device via a 6fr sheath, after a renal stent interventional procedure. Reportedly, there was resistance when removing the proglide device and the lever was re-opened and closed which relieved the resistance and the device could be removed. Once the proglide device was removed it was noticed that foot plates were not fully closed despite the lever being fully closed. The foot plates were fully intact with tissue was caught in the foot plate. No artery damage occurred. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.